Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Clotted inner lumen could transfer clot to the patient. Esp personnel suggested notify the attending physician of the inner lumen issue for his/her preference on the balloon plan of care.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.